Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a missing applicator needle. Date of issue is an approximation. The patient stated after inserting the sensor and retracting the collar that she was supposed to see the needle. The patient believed that the needle may have remained in her abdomen and took herself to the emergency room (ER). The patient indicated that the patient had an x-ray taken and the x-ray image results did not find any trace of the needle in her abdomen. The patient showed the sensor applicator to the ER staff who confirmed that the needle was still inside the applicator. There was no allegation against the device. At the time of contact, the patient was in stable condition. No additional patient or event information is available.